Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the devices were not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating and unable to login. A technical support specialist stated that the issue was resolved by the rdt (remote diagnostic tool) team, who applied an update to es version 1.7.4. Following the update, the system was restored to normal operation with no further issues reported. The system functioned as intended after the rdt troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the devices were not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.